Manufacturer narrative:
(B)(4). Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and has been revised to not reportable.

Manufacturer narrative:
(B)(4). Batch # unk. No lot or batch number was provided therefore a device history could not be done. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the device locked on tissue with the jaws closed? If yes, how was the device removed? Was the manual override attempted to open the jaws? Did the jaws eventually open?

Event description:
It was reported that during a laparoscopic assisted distal gastrectomy, the jaws did not open after firing on the jejunum when a cartridge was changed. The issue was not improved by pressing reverse button. The cartridge color was white. Another device was used to complete the case. There were no adverse consequences to the patient.